Manufacturer narrative:
(B)(4). H6: health effect clinical code - foreign body in patient.

Event description:
It was reported that a wire/needle/cannula damaged or missing occurred. The sensor was inserted into the arm on (B)(6) 2024, which is off-label usage of the device. On (B)(6) 2024, it was reported that the patient reported a missing sensor. The patient consulted an hcp and they performed an ultrasound and confirmed that the wire was stuck in the patient´s skin. They scheduled an appointment for the plastic surgeon. That surgery took place on (B)(6) 2024. The wire was successful removed from the patient´s body. Doctor provided a full general anesthesia and they performed stitches due to surgery. The doctor prescribed oral antibiotics and pain killers. The patient was discharged the same day. At the time of the report the patient was okay and awaiting another surgery not related to dexcom. No product was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.